Event description:
Device report from synthes EU reports an event in japan as follows: va-tcp was used for a distal radius fracture case in february 2015. It was reported that the plate in question produced fissures within oblique hole right after the surgery and the fissures became larger. In may 2015, during a routine checkup, the breakage of the plate in question was confirmed as well as nonunion the patient. The re-operation followed to extract the broken plate and to fix treated area with alternative plate in may 2015. It was further reported that the reported screws were intact. The patient is currently under observation and is to take planned rehabilitation used with sonic accelerated fracture healing system (safhs). This complaint involves one (1) plate, four (4) unknown locking screws, three (3) unknown variable angle (va) locking screws, and one (1) unknown cortex screw. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 04.111.551s, 2.4mm ti va-lcp 2-col dstl rad pl nrw 6h hd/5h shaft/lt-ster, lot number 9220526). The subject device was received broken through the middle. The subject device was re-inspected for all the features relevant to the complaint condition. All relevant measurable product features meet product specifications. Due to post production wear and deformation in the fracture region, a dimensional inspection could not be performed. The subject device is conforming from a manufacturing perspective. The subject device was forwarded to the synthes complaint handling unit for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The patient¿s age is between 80 and 89. Date of event: unknown. (B)(4). Implant date: exact date unknown, implanted (B)(6) 2015. Explant date: exact date unknown, explanted (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.